Manufacturer narrative:
An pd investigation summary was performed. The investigation of the complaint articles has shown that: 03.632.400 / screwdrivershaft t25 std straight tip w/the investigation of the broken screwdriver shows that the tip is broken off. The star drive flanks of the main driver show counter clockwise deformation what points to the fact that the damage occurred during a loosening procedure. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. The DHR review shows that the device met fully to our specifications at the time of manufacturing and distributing. No product fault could be detected. We determine this event to be caused during a mechanical overloading situation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a surgical procedure for compression fracture in region l1-l5, the screw driver shaft was broken because the driver could not remove from locking cap. A matrix system was previously implanted in region l4-l5. The surgeon was able to remove the rod and completed the surgery with delay of 15 minutes. This report is 1 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information was not provided by reporter. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.